Event description:
It was reported that the ventilator generated multiple technical error codes indicating power error. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer (fse). The ventilator passed functional test and pre-use check tests and no malfunction was found. No parts were replaced. The ventilator was returned for clinical use. These type of technical error codes are power related and will comes after a start up. A power system reset should solve the problem. The device logs were not received but the according to fse, the reported technical error codes could be seen in logs on 2024-01-15. The reason for the reported issue could not be determined. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name - previous brand name: servo-air, corrected brand name: servo-air base unit d4 - version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique. Identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).